Event description:
Boston scientific received information that defibrillation thresholds testing was performed one day post implant due to concern with an inadequate safety margin. The test was unsuccessful at 31j. Testing was performed using a non-boston scientific device and the same issue occurred. The physician tried repositioning the right ventricular defibrillation lead and no further issues occurred.

Manufacturer narrative:
The lead remains in service. Should additional information become available, this report will be updated.